Event description:
While using the hoyer lift to transfer the resident the lift's bolt broke in half dropping the resident. The resident only fell between 1 to 3 inches back into their wheel chair. The part that holds the sling broke from the lift hitting the resident in the chest causing some bruising. Resident was being transferred properly and by two staff members at the time of the incident. She was assessed and had an x-ray completed. She will continue to be monitored. Lift was taken out of commission and labeled. Lifts where serviced 6/8/2021 and are scheduled to be again 6/18/2021. The sling being used and hoyer lift were both rated for 600 lbs. FDA safety report ID# (B)(4).